Manufacturer narrative:
No attachment has been received yet at the manufacturer for testing. An evaluation will be conducted upon receipt of all devices returned by the account, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that an attachment may have leaked an unknown red substance during processing before being cleaned. There was no patient involvement or any adverse consequences reported as a result of this event. The device had not ever been used.